Manufacturer narrative:
Investigation: visual inspection revealed that tip of the jaws were some what burnt. There was some evidence of blood. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test, it self-activated. Based upon this, the reported failure "self-activated" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro was activating without the trigger being pushed. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.